Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer felt symptoms of nausea and vomiting. The customer stated that their meter fell in the toilet and is ordering a replacement. The customer did not return the product back for analysis.